Manufacturer narrative:
A high temp alarm condition was observed in the device's downloaded error log. The increased airstream temp (high temp alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed.

Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.